Event description:
Information received indicates that high pre-membrane pressures were observed at the silicone oxygenator during ECMO support. Post-oxygenator pressures did not vary. According to the report, the pt's blood appeared to be clotting. The customer had changed out two ECMO circuits and eight hemofilters during a 24 hours timeframe. The pt had expired. The customer has stated that the pt death is due to pt conditions and not to device performance.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. H3: analysis: examination of the returned device (the second oxy changed out in 24 hours) showed that the reported high pressures were due to a large clot in the unit. The exact cause for the clot cannot be determined. Conclusion: the lack of effectiveness with the oxygenator is related to the clot found in the unit, which is related to pt conditions. The pt has died, but the hcp has stated that the oxygenator was not the cause of death.